Event description:
It was reported that this lead was explanted due to it was fractured by mistake during a pulse generator replacement. A new lead was successfully implanted. No additional adverse patient effects were reported.